Event description:
X-rays showed non-union and broken implant around lag screw hole. Implant removed.

Manufacturer narrative:
DHR was reviewed, and no anomalies were identified during the manufacturing process.

Event description:
During a tibial nail procedure, the surgeon was reaming the tibia canal and the medullary reamer head broke in the canal. Surgeon removed the reamer head leaving small fragments in the canal, which were confirmed by x-ray. Surgeon noted the tip of the shaft was also broken. Surgeon did not remove the pieces and completed the procedure.